Manufacturer narrative:
Batch review performed on 29 may 2018; lot 170935:(B)(4) items manufactured and released on 06 july 2017. Expiration date: 2022-06-25; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to acetabular shell loosening 3 months after primary. The surgeon revised the cup, liner and femoral head.